Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr tested the unit with a test circuit. The fsr performed a patient circuit calibration and performance check. The ventilator ran for about 1 hour with no drop in mean airway pressure (map). The pneumatics were reading properly and the unit is working per manufacturer specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the mean airway pressure (map) decreased while the device was on a patient and the map could not be maintained. The unit was swapped out with another ventilator. There was no harm to the patient.